Manufacturer narrative:
Date sent to the FDA: 07/23/2021. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 1/26/2022.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4).

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2014 and mesh was implanted. It was reported that the patient underwent partial removal surgery on (B)(6) 2016 during which the surgeon noted ¿he removed as much of the defective mesh as could be found, as well as a portion of the small bowel. The surgeon described the mesh as a big mushroom of infected mesh inside of a piece of small bowel.¿ it was reported that the patient experienced dense adhesions, heavy scarring, abscess, infection, entero-mesh fistula, bowel perforation, intractable and severe chronic pain. No additional information was provided.